Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that enhanced full-height drawer 5 was pulling out halfway and stopping due to slide mechanism obstruction. The field service engineer (fse) removed the drawer, adjusted the slides, reset the bearing cage position, and replaced worn slide bumpers. Reassembled and restored smooth drawer operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were opening only halfway, nurses were able to forcefully open the drawer, but it would get stuck. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were opening only halfway, nurses were able to forcefully open the drawer, but it would get stuck. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.